Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after left eye cataract surgery of a male patient aged 70 years experienced endophthalmitis caused by the lens and the patient was treated by irrigating the anterior chamber and vitreous body. After postoperative examination surgeon noticed descemet's membrane folds, toxic anterior segment syndrome (tass), conjunctival hyperemia, abnormal flare value (30 or higher), severe inflammation around the iol. Patient was treated with medications corticosteroid, anti-inflammatory drugs (nsaid's) and antibiotics to reduce the symptoms. Current patient condition was unknown.

Manufacturer narrative:
Additional information has been provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported events are inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this lot number¿ was performed. All relevant complaints found were reviewed as part of this investigation and had similar reported events reported, where the root causes could not conclusively be determined the potential cause of the reported ¿endophthalmitis¿ can be attributed to surgical mitigations or surgical factors. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. There is no evidence that the design or performance of the equipment, caused or contributed to the reported ¿endophthalmitis.¿ therefore, based on the information obtained, the root cause of the reported events, remain inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).